Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump's piston did not stop. It emptied the reservoir while priming. Customer's blood glucose level was not reported. The device was not returned.

Manufacturer narrative:
The insulin pump had no unexpected pump error alarms or prime fill anomalies noted during testing. Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay and cracked select button keypad overlay.